Event description:
It was reported that the patient presented for an implant procedure. During a follow-up in the ward, it was noted that the right atrial lead failed to capture and exhibited poor sensing. During the lead revision the helix failed to extend hence the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were "poor sensing and pacing functions" and helix mechanism issue. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported events of "poor sensing and pacing functions" were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.